Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of the patient's hemodialysis (hd) treatment. The blood leak was reported to be visible in the dialysate compartment of the dialyzer. The blood leak was noticed immediately at the onset of treatment. No dialyzer damage was visible. The machine did alarm. Blood test strips were not used; the blood leak was very apparent to the staff. The patient's estimated blood loss was less than 100ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The user facility returned the complaint device to the manufacturer for evaluation. The fiber bundle in the device was wet with evidence of blood contamination, and the fibers were tinged from blood exposure. Gross visual examination of the dialyzer noted a polyurethane (pu) delamination on the non-cavity ID end of the dialyzer. The delamination manifested as a separation of the pu potting material from the dialyzer housing (wall). The delamination in the potting extended under the silicone o-ring. No damage or irregularities were noted on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges removed, the cavity ID end of the dialyzer was severed below the base of the screw flange, and the fiber bundle was withdrawn from the housing. Subsequent to disassembly, the complaint investigator was unable to identify any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped, or short fibers were identified. The inferior surfaces of the polyurethane were then visually examined on both ends for voids; no voids were observed. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The returned device exhibited a delamination on the pu potting compound on the non-cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the pu material and o-ring which likely resulted in the reported leak. Therefore, the complaint was confirmed.